Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was used as a demonstration device for training purposes. The device was used for the first time on october 30, 2006, during a training session with customers. The device was in storage mode; however, upon exiting storage mode, the device was found to be at end of life (eol). The device was interrogated the following day, and a red flag was received indicating a factory fallback fault. The device was checked with another programmer with the same result. It was also noted that the device model number had changed to t165 and the serial number was lost, as it was set to 0.